Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer restarted the system to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Isi will not receive the endoscope for evaluation as the reported issue was resolved with a power cycle. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Field h4 is blank because the date of manufacture is not currently available for this product. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted incisional hernia tar and ventral hernia tar surgical procedure, the surgeon contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the endoscope image was being mirrored. The tse recommended for the surgeon to rotate the endoscope to 180 to align with the image. The customer thought that they might have hit a button when the issue occurred. The procedure was completing as planned with no reported injury. Isi followed up and obtained the following additional information: the reported event was resolved by restarting the system.